Event description:
Customer sent an email to umano representative indicating that a patient fell off his bed, following an alleged bed exit detection system failure.there was no injury related to the event.